Event description:
A pt was treated with compound w freeze off on their right hand, index finger (under fingernail) in 2004. Caller reports applying the saturated applicator for about 30 seconds. Approximately 3 days after the treatment the pt's finger became swollen and discolored. Customer sought medical attention for 8 days and called to report that: "pt's finger is burned down to bone." Customer had gone to the emergency room and was sent to a plastic surgeon. Customer will not provide doctor's name or contact information.